Event description:
The patient underwent lead replacement surgery on (B)(6) 2013. Only the lead was replaced. Attempts to have the lead returned for analysis have been unsuccessful to date.

Event description:
It was reported that high impedance was observed at an office visit in (B)(6) 2013. It was also reported that the patient has been more depressed since a fall in (B)(6) 2012 which resulted in a concussion. X-rays were taken; however, have not been received by manufacturer for review. The physician indicated that the device was not programmed off after the high impedance was observed. The physician noted that the trauma from the patient¿s fall in (B)(6) 2012 may have contributed to the high impedance reading and that the increase in the patient¿s depression was first observed on (B)(6) 2103. The physician indicated that there is a possible lead fracture. The patient¿s depression was noted to be back to the patient¿s pre-vns baseline. The physician also noted that the patient¿s head injury preceded the onset of the increase in depression. Surgery is planned, but has not occurred to date.

Event description:
On (B)(6) 2013, it was reported that the explanted lead must have been discarded in surgery as there was nothing to return.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.